Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual inspection of the returned product identified a fracture on the collar, signs of use, dried bone around the implant and damaged threads from removal. The reported device was located on tooth # 29 and was used for less than 7 months. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (tsvh13) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the implant body was fractured. The implant was removed and another implant was placed. The reported complaint is confirmed as a fracture was identified on the reported device during visual inspection. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Lot number is unknown . UDI is unknown . Device was not received by the manufacturer.

Event description:
It was reported that the implant at tooth site #29 fractured. The implant was removed and was replaced.